Manufacturer narrative:
Date of event: exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a lot of pain at the chest upon waking up following an implant procedure. The patient described the pain as cracked or bruised in the ribs and pain occurred with deep breaths and coughing. It was also reported that following an implant procedure the patient experienced rapid ipg battery depletion and was noted that an electrocautery was used. The patient was given medications. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Event description:
It was reported that the patient was experiencing a lot of pain at the chest upon waking up following an implant procedure. The patient described the pain as cracked or bruised in the ribs and pain occurred with deep breaths and coughing. It was also reported that following an implant procedure the patient experienced rapid ipg battery depletion and was noted that an electrocautery was used. The patient was given medications. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery. Additional information was received that the patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg will not be returned.